Event description:
It was reported that during a superion interspinous spacer implant procedure, when the physician malleted down at the end of the procedure, the implant leg appeared to be bent on the fluoroscopy. The physician did not want to leave the bent implant inside the patient, so he wanted to remove and replace it. The physician took the driver to unscrew and remove the implant. The driver was not connecting to the implant. He pulled the driver out and saw that one of the driver's ridges-legs were bent and that was why it was not connecting to the implant. A new driver was used and successfully attached and unscrewed the implant. A new implant was placed and the procedure was successfully completed.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family superion instruments. Upn 102-9800. Model 102-9800. Serial na. Lot-batch 204094.

Event description:
It was reported that during a superion interspinous spacer implant procedure, when the physician malleted down at the end of the procedure, the implant leg appeared to be bent on the fluoroscopy. The physician did not want to leave the bent implant inside the patient, so he wanted to remove and replace it. The physician took the driver to unscrew and remove the implant. The driver was not connecting to the implant. He pulled the driver out and saw that one of the driver's ridges-legs were bent and that was why it was not connecting to the implant. A new driver was used and successfully attached and unscrewed the implant. A new implant was placed and the procedure was successfully completed.